Event description:
It was reported that during a post operative check the right atrial (ra) lead had diminished sensing. It was confirmed the lead had dislodged which may have been caused by insufficient slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.